Event description:
It was reported that phlebitis and a hypersensitivity reaction with granulomas occurred following the use of the closure system vs-404 venaseal during a procedure involving the great saphenous vein (gsv) on the right, mid peripheral vein. The granulomas resulted from the venaseal procedure. They were not there before the procedure. The patient experienced symptoms including phlebitis, skin inflammation, and pain associated with phlebitis and granuloma. There were no challenges or deviations related to location of catheter tip prior to initial delivery of adhesive, catheter tip was 5cm caudal to sfj and the blue introducer was used. Medical intervention was required, and the patient was administered 200mg of ibuprofen for 3 days. The onset of symptoms was noted to be 2 months post-procedure, occurring along the treated artery/vein more than 5cm from the access site. The issue is still present. The patient has been referred to a vascular surgery group. The patient had more ultrasound interrogation. The 2 ulcers are healing, and patient is being monitored and the goal is to avoid vein excision.

Manufacturer narrative:
Image analysis two photos were received from the account. The first photo appears to show two areas on the right leg of the patient which show skin inflammation and scabbing. The second image also appears to show the right leg of the patient which shows skin inflammation and scabbing. The complaint cannot be confirmed from the image provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.